Event description:
The cautery pencil's tip caught on fire while in use. Dr quickly took it off the field and soaked in water. There was no harm done to the patient or staff member. The cautery pencil came in the general major pack lot# 33204659.event did not reach patient. Flame developed on tip of cautery during test of pencil by surgeon. Immediately extinguished with water. Sequestered, along with bovie pad, and paperwork to be examined by biomed (along with bovie machine utilized, #20843, and valleylab pad lot #1308151. Reviewed esu settings utilized and appropriate for case (35-40: minimal settings required to get the job done) and patient experienced no harm, burns.